Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that it is unknown if the event caused or contributed to a serious patient injury, or if surgical intervention will be required.

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge and an unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic which is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, he noticed grayish/black specks throughout the lens. The iol remains implanted as there is no visual disturbance for the patient. Additional information has been requested.